Manufacturer narrative:
The device was returned for analysis in a generic plastic bag. Visual inspection revealed a detachment of the imaging window from the lapjoint section. The detached section was not returned for analysis. No other issues were found. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. An image test was not performed due to the encountered detachment.

Event description:
Reportable based on device analysis completed on 19nov2020. It was reported that visualization issues occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. The opticross ic imaging catheter was introduced for intravascular ultrasound but the device was damaged and no image was created. The procedure was completed with another of the same device. There were no patient complications and the patient condition was fine. However, device analysis revealed a detached imaging window.